Event description:
The customer contact reported device breakage; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified concentration of etoposide. It was reported that while the nurse was attaching an unspecified secondary tubing set to the clave secondary port on the cassette, the flexible tubing between the clave secondary port and the cassette tore. The customer contact reported an unspecified amount of solution leaked. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.